Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-00261; 508-32-204, s817 - dissociation, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to patient previously had bone graft in the glenoid and the patient had trauma. The baseplate and glenosphere disassociated from the glenoid vault. A hemi was then performed, and the patient will need a custom implant.